Manufacturer narrative:
E1 - customer (person): (B)(6). G4- PMA/510(k) #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the amplatz extra stiff support wire guide had a foreign object that looked like a human hair inside the sealed package. This was noticed by a facility staff, so they stopped using the device. The planned procedure was completed by using another cook device. Photos of the complaint device provided by the customer confirm the failure. As reported, the device did not make patient contact and no harm has been reported.

Manufacturer narrative:
Correction: d4- model#. Investigation ¿ evaluation. It was reported that the amplatz extra stiff support wire guide had a foreign object that looked like a human hair inside the sealed package. This was noticed by a facility staff, so they stopped using the device. The planned procedure was completed by using another cook device. Photos of the complaint device provided by the customer confirm the failure. As reported, the device did not make patient contact and no harm has been reported. Reviews of the documentation, including the complaint history, device history record, quality control procedures, as well as visual inspection of the returned product, were conducted during the investigation. One sealed device was received (wire guide) for evaluation. A hair-like fiber was found sealed in the pouch on the wire guide holder. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found one relevant nonconformances that could have contributed to the reported failure mode, in which all nonconforming product was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, cook concludes that this event could be due to a manufacturing quality control deficiency. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.